Manufacturer narrative:
Medwatch sent to FDA on 04/09/2013. Visual examination of the returned device determined the access port tubing connector to be a rapid port ez strain relief. The lab was unable to duplicate or confirm the reported event device analysis noted that the port septum was gouged had raised material and striations, described as "needle damage (gouged)".

Manufacturer narrative:
Rapidport ez strain relief. Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a rapidport ez strain relief. The reporter of the complaint was asked to return the product for analysis. The product associated with this report has not yet been returned. Based upon the serial number, model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report.

Event description:
Healthcare professional reported a possible leak with a lap-band system. The surgeon performed a series of adjustment fills over several months and each time the notes indicated there was less fluid than was initially injected. The port was removed and replaced.